Manufacturer narrative:
Date is approximate. Concomitant medical products: product type: lead, product ID: 3093-28, lot#: v063416, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v063416, ubd: 18-oct-2011, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2012-nov-02 information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient reported they had not felt stim for about a month and pelvic pain has returned. Patient was inquiring how long implanted battery will last and if it is possible the leads have moved. Patient states hcp office told her to call the rep. Patient states implant is in the right hip. Pain is there when the ins is on and off. Patient states she did not have programmer with her to check ins. Last reprogramming was about 3 months ago, and has been at 3.4 v for about a week. On 2012-dec-01 additional information was received from a patient it was reported that the patient went to their healthcare professional office sometime around the end of 2012 and a manufacture field representative came to the appointment to check the device. The patient said they were told that some wearing occurred at the top of the lead and would need to be replaced. The patient said the whole system was replaced on (B)(6) 2013. No further complications were reported or are anticipated.